Event description:
Reported due to infection. Physician successfully closed an arteriotomy site with a perclose proglide device following a diagnostic procedure in 2004. The pt returned to physician's office at an unk later date complaining of "tenderness" at the insertion site. An ultrasound was performed showing a narrowing in the artery with a hematoma at the insertion site. The pt was sent home with instructions to take oral antibiotics, augmentin. A week later the pt returned to the physician's office with severe pain. The pt had not taken the oral antibiotic. In 2004 the pt was admitted to the hosp and is currently being treated with IV antibiotics. Although requested no additional info was received.